Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfiles review can confirm the energy error and treatment was interrupted at 76%. During a phone call the fse (field service engineer) advised customer to reprogram the treatment and then perform the ablation on a pmma disc, stopping at 76%. They then brought in the patient and completed the last 24%. After that fse was onsite to verify and calibrate energy sensor and successfully completed system verification to specification. The root cause was the energy was out of range. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the procedure an energy error occurred on the left eye. The treatment was aborted at 76%. The site reprogrammed the treatment and performed the ablation on a pmma disc and stopped at 76%. The patient was then brought back to the treatment room and the remaining 24% was performed. Additional information received reported the patient is doing well post-operatively.